Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.

Event description:
Peripheral cutting balloon registryit was report that in 2004 the patient underwent treatment with the peripheral cutting balloon for one lesion. The target lesion was described as bypass graft and was de novo with severe calcification and the vessel was non tortuous. The lesion was 2 mm in diameter, 10 mm long with 95% stenosis before treatment. Post-treatment stenosis was 30%. At the 12 month follow up, the patient's status was reported as "dead". No additional information or date was provided. The 1st, 3rd and 6 month follow up data was not provided.